Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure where it is unknown if the ipg was set to surgery mode or not. Troubleshooting was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgery is no longer pending as the patient had passed away due to unrelated health issues.